Event description:
It was reported that in the cath lab when removing the swg from the catheter after insertion, the user met with resistance. The user was able to remove the swg, however, the distal tip stretched in doing so. The swg was removed in it entirety, but x-rays were taken to confirm. Upon reading the x-rays, the tip of the catheter was mistaken as part of the swg, so the catheter was also removed. A new kit was opened and successfully used in the same insertion site which was left internal jugular vein. Treatment was delayed for an hour, but there was no harm or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4).